Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported patient turned off implant for MRI and now programmer was showing poor communication. Patient noted pp batteries were new. Patient used an antenna. It was reviewed placing patient programmer (pp) directly over ins and sync with ins. The reported of poor communication was not resolved. A replacement pp would be sent, pp would not interrogate. Additional information on (B)(6) 2019 from patient indicated she received the pp and was still getting poor communication with pp. Patient noted she went to charge implant and was unable to connect to implant. It was noted the last time the patient was having stimulation and were successfully charge device was last week. Patient noted she charged last week and was getting all the coupling bars. Patient turned therapy off last week for MRI and when she tried to turn therapy on with pp, pp would not connect to implant. Troubleshooting included reposition antenna over ins, turned antenna dial through all 4 positions. Troubleshooting did not resolve the issue, and the outcome of it was repositioned antenna icon screen. Patient stated she fell down the stairs and hit her butt in the beginning of (B)(6) 2019. A replacement recharger antenna would be sent. Additional information from rep was received on (B)(6) 2019. Rep stated rep was currently with patient. Patient noted the last 10 days, ins had not been able to hold a charge. Patient called in and had a new antenna sent to her. Rep noted she was unable to interrogate using her clinician programmer and needed assistance with al mode and prm for a possible od. Technical services (ts) walked rep through al mode. After multiple repositions, rep was able to get a good location as 46-48-48 92-96-96 88-102-102 50-90-102 tss instructed rep on how to perform prm. It was reviewed that it could take a few prm¿s for ins to resume normal recharging. Once 25% rep should interrogate and clear por using clinician programmer. Patient should not turn off ins until por was cleared. It was advised that patient should charge the ins to 100% multiple times to rebuild predictable battery patterns. No further complication and events were reported.